Manufacturer narrative:
It was reported that the ventilator was attracted to the MRI scanner. In addition, the cable that connects the screen of the ventilator was cut. According to the user, the patient was being prepared and not connected to the ventilator. It was reported that the ventilator's two front wheels were not locked at the time of the event. The field service engineer repaired the securing of the mains cable, exchanged the screen unit link cable, which was degraded, performed a 5000 hours preventive maintenance, but found otherwise no technical anomalies. The ventilator was cleared for clinical use and returned to customer after passed tests. No part was returned. The evaluation of received device logs shows some clinical alarms before the aware date november 02, 2020, but no technical errors indicating a ventilator malfunction. The conclusion is that mr environment conditions were violated by the user and that the ventilator was attracted to the mr scanner. Except for a mains cable securing and a degraded screen cable, no damage to the ventilator was found.

Event description:
The manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator was attracted to the MRI scanner. In addition, the cable that connects the screen of the ventilator was cut. The patient involvement was unknown. The manufacturer ref.#: (B)(4).